Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID: 37761 (serial: (B)(6)); product type: 0213-recharger. Product ID: 37761, (serial: (B)(6)) was returned for product analysis. Analysis found the cable assembly was frayed.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient had a frayed desktop charger cord. Patient stated they noticed the physical damage a couple of months ago, and it stopped working to charge the recharger yesterday. Patient also noted that the connector pin broke off. A replacement desktop charger was sent out. No symptoms were reported.